Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported the procedure was performed to treat a 90% occluded lesion in the distal left anterior descending (lad) artery with mild tortuosity and mild calcification. Pre-dilatation was performed and the 3.0 x 33 mm xience xpedition stent delivery system (sds) was advanced to the lesion. The sds was inflated to 16 atmospheres (atm). After stenting, a distal dissection was observed. An additional xience xpedition stent was implanted for treatment, with a good patient outcome. No additional information was provided.